Event description:
It was reported that the customer was "frequently overriding" the pump settings and administering boluses that were too large for their needs, resulting in hospitalizations. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided. Date of event is approximate.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.